Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: removal of piece of material from pt requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the guide wire was being used in a peripheral procedure. The guide wire coil frayed off the wire in the vessel, but was able to be retrieved using a syringe. It is unk if there was any resistance felt. There was no reported pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: qa revealed that the guide wire was returned with no blood visible. There was contrast on the tip coils. The tip was in a corkscrew shape, 2.4 cm proximal to the tipball. There were offset tip coils, 1.7 cm proximal to the tipball. The tip coils were stretched, 1.5 mm distal to the proximal solder extending distally for a length of 5 mm. There was a bend in the core, 8 cm distal to the proximal end of the guide wire. There was no separation as reported. There was scraping of the teflon coating on the core, 18.5 cm distal to the proximal end of the core extending distally for a length of 3 cm. There was no other damage noted to the guide wire. The 10 ml syringe was returned with fluid inside and greenish material that seems to be teflon. The tip was tugged on to confirm that the core was intact. Product performance engineering has reviewed the case description and the analysis of the returned product. The tip coils were stretched, coiled, and offset which may have been the intended reported damage. Analysis also noted that teflon was scraped on the core and a syringe was returned containing greenish material appearing to be teflon. The teflon damage may also have accounted for the guide wire coil "frayed" off the wire, and a part of the intended reported damage. The tip was tugged on confirming that the core was intact. Teflon damage can occur due to, but is not limited to, mfg, interaction with the guiding catheter, interaction with a torque device, and/or interaction with pt anatomy. In this case, it was reported that the guide wire was being used in a peripheral procedure. It is possible that the proximal end of the guide wire interacted at an angle with the guiding catheter or a torque device which caused the teflon to scrape against the device. The reported retrieval of the "fray" appears to be the result of this scraping. Although it is not known if any of the teflon remained in the anatomy, the potential hazard of teflon left in the body is a foreseeable event based on the risk assessment of the product. Although a definite cause of the teflon damage could not be determined, since no damage to the guide wire was reported prior to use or during preparation, and since portions of the teflon appeared to be retrieved from the anatomy, the cause of the teflon peeling appears to be a result of case circumstances. The tip damage noted in the analysis is consistent with damage due to resistance, either with another product or with the anatomy/lesion. However, since no damage to the tip was reported prior to use or during preparation, the cause appears to be related to case circumstances. In order to ensure that tip and teflon damage do not occur as a result of a product deficiency, all guide wires are subjected to a 100% visual and dimensional inspection for wire damage, and a 100% inspection at multiple operations for any teflon damage. In addition, a qc audit is used to verify the product quality. There was a bend in the proximal end of the wire which was not initially reported, which may be a result of packaging the wire for transport back to abbott vascular and does not appear to be a part of the original product experience. Overall, based on the case description and analysis of the returned product, the incident appears to be related to case circumstances. Because the incident appears to be related to the case circumstances, and there is no indication of a product deficiency, no corrective action will be implemented. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.